Event description:
Pt notified canadian distributor that a needle broke off in his stomach. He didn't call when it happened and said the needle is still inside him and is badly infected on his belt line. Pt said this is the second time this has happened, that he called before, the first time it happened. He had just returned home from doctor's appointment and ultrasound to try and find the needle. (B)(4).